Event description:
Same case as manufacturer's #: 6000093-2004-01167. Previous ptca; 2004 single coronary artery bypass surgery (rima to rca); s/p stenting of distal anastomosis of the right internal mammary artery to the rca with taxus drug eluting stent complicated by dissection; surgical repair/grafting of right brachial artery for sat following coronary intervention; insulin dependent diabetes mellitus; previous smoker; hypertension; peripheral vascular disease with claudication.